Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# l90211226-0377) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# sk3471. This is a single-use instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it was reported that the tip of the harmonic ace curved shear instrument reportedly broke and fell inside the patient. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace curved shears instrument broke and fell into the patient. The customer retrieved all the fragments during the same procedure. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for less than an hour and broke while it was being used for dissecting tissue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "frontal tip was broken and unable to use". Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.196¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to user mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on 19-apr-2022 via system serial# (B)(6). This is a single-use instrument. A review of the logs showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 with system serial# (B)(6).

Event description:
Refer to h10/h11 for follow-up information.